Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user is calling in on behalf of her mother, she stated that the wheel locks are not holding properly.